Event description:
The following additional information was provided: it was confirmed that the procedure was completed using the same device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the actual product has not been returned, a reproduction check was performed using a representative device (maj-2315/lot: h2831) according to the procedure in the instruction manual, but the indicated phenomenon was not reproduced. During the development stage, quality evaluations were conducted using mass production prototypes, and it was verified that "the distal cover does not come off from the endoscope during use." The parts supplier conducts sampling inspections of 3 parts for each production lot and confirms that the parts conform to the specifications each time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be identified, the distal cover likely came off the scope easily due to the following: the distal cover overlapped the hook on the tip of the endoscope, and it is likely that the distal cover did not completely get over the hook on the tip of the endoscope. As a result, the attachment was inadequate, and the distal cover easily detached. The event can be detected/prevented by following the instructions for use (IFU) which state: "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 7.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." "Attaching the distal cover - please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. This supplemental report includes new information received from the customer. B5 updated accordingly. A correction has been made to g2 to provide information that was inadvertently not included in the initial medwatch. Also, additional information has been added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number to (B)(4).

Manufacturer narrative:
The subject device will not be returned to olympus for evaluation, because it was discarded. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus employee reported on behalf of a customer, during a therapeutic procedure, the single use distal cover dropped out into the patient¿s mouth. It is believed the event occurred at the end of the procedure. The subject device was retrieved by hand from the patient¿s mouth and without any damage. There was no reported medical intervention, procedural delay or patient harm associated with this event. The customer did not apply an anti-fog agent to the scope lens. A lube that is typically used on the scope prior to initial insertion was used. The customer attached the distal cover to the scope and then pulled or twisted the cover to make sure it did not come off. The distal cover was pushed firmly until the hook was fully visible.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to h6, h7 and h9 to include information that was inadvertently not included in the previous submissions.